Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 7 and pin 8 which were permanently compressed and bent as well as pin 5 which was slightly bent.

Event description:
It was reported to philips that the battery pca had broken pins. There was no reported patient involvement.